Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's field service engineer (fse) reported the safety valve test failed while servicing the ventilator. There was no patient involvement.

Manufacturer narrative:
He fse reported diagnostic code 2129 was generated to indicate the patient circuit test failed due to pressure leak out of range. The fse replaced the patient circuit to address the reported problem.